Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, with no entries related to the current complaint. A 12-month service history review was conducted, which confirmed that the complaint was not associated with any prior service activity during this period. Visual inspection was performed; however, lifting of the dso seal could not be confirmed. Functional testing showed the seal was intact and the device operated properly. The reported issue could not be confirmed, and the probable cause remains undetermined.

Event description:
It was reported that the pump has lifting downstream occlusion (dso) seal during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.